Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified while based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address bg. Reportedly, customer continued using pump for insulin therapy.